Manufacturer narrative:
As no lot# was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient states that one side of his implant is a little higher than the other side. He started noticed this a couple of days ago and is now having a difficult time getting his pump to fully deflate.